Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in the shell and total delamination of the valve. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. Additional, changed, and/or corrected data: d9, h3, h6.